Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, laparoscopically assisted distal gastrectomy, while on blood vessel ligation, the clip was not properly loaded into the jaw, it was loaded diagonally, and it was in the condition of slightly protruded/came out from the jaw. It was the same 3 to 4 times consecutively, so its use was discontinued, and a new product was used, and there were no problems. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received partially applied with eight clips remaining. The clip counter was not active. The handle was actuated upon receipt. The jaws were clamped with one fully formed clip caught within the distal jaws. The driver was advanced over the jaw cams and jammed in the closed position due to the clip obstruction. Functional testing noted that the instrument handle was actuated, releasing the instrument jaws and freeing the one clip. The instrument cycled without binding. The driver was found to return, freeing the jaw cams upon full handle actuation. The handle returned to home position. The instrument was applied to test media and the remaining clips were fired. The clips loaded into the jaws, formed properly, and remained securely attached to test media. The jaws opened and closed without difficulty. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the clip was not properly loaded into the jaw. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the handle was not fully squeezed completing the instruments firing cycle during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.